Manufacturer narrative:
Qc was within specifications at the time of this event. The samples were collected in bd, 3.5ml lithium heparin tubes. A field service engineer (fse) was dispatched to the customer lab on 05/16/06. The fse ran diagnostic testing which was within specifications. The fse performed a major preventive maintenance (pm) to the instrument. The fse performed accu tnl precision testing; the results were within specifications. The fse verified that the instrument was operating per established procedrues. The customer stated to the fse that they believe the elevated result was due to sample integrity. No add'l info regarding this event was provided by the customer. Although sample handling may have contributed to this event, a clear root cause has not been determined in this event.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tnl and result of 0.58 ng/ml was obtained. The accu tnl result was reported out of the lab. The customer collected a new sample from the pt and tested for accu tnl; the result was 0.00 ng/ml. The customer then re-tested the pt original sample for accu tnl. The repeated accu tnl result was 0.00ng/ml. There was no report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.